Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet system, with cgm showing high readings and a confirmatory fingerstick of 583 mg/dl after a recent supply change; review indicated the tubing had not been fully primed for several hours prior, followed by a full supply and site change with proper priming and no observed kinks, leaks, or air bubbles. Symptoms included hyperglycemia. Outcomes included continued elevated glucose prior to the guided site change, with counseling that glucose could take 1 to 2 hours to improve. Investigation included customer interview, review of device performance indicators, and on-call troubleshooting to evaluate infusion set function and priming technique. Investigation of this case revealed user setup error related to incomplete tubing priming before the site change, with no evidence of infusion set obstruction or device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion setup and priming. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.